Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record was performed and found no non-conformances associated with this issue during production of all batch numbers provided. H3 other text : see section h.10.

Event description:
It was reported that an unspecified bd eclipse needle experienced a safety mechanism failure after use. The device operator thought the needle had been safely covered after use on a patient. When the device operator prepared to dispose of the needle however, they received a serious injury in the form of a dirty needle stick. It has not been specified whether the recipient of the dirty needle stick injury received and medical treatment or testing following the injury. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. Per customer email: the incident is every time we use them they do not snap closed very easily. We need to be able to single hand close the needle so we don¿t have to take the other hand off the patient (especially if it¿s a kicking/screaming child), however, using these needles we have to use both hands to ensure its locked. We did have a needle stick to an employee on (B)(6). Employee thought it was snapped closed, turned to throw the needle into the sharps container and found that the needle was not latched so it caused her to stick herself with a used needle. The previous needles used were much safer as it was one flick of the thumb would close the needle and it stayed closed. These needles you have to hold the syringe with one hand and use the other hand to push the safety device. It just isn¿t safe for patient or staff.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd eclipse needle experienced a safety mechanism failure after use. The device operator thought the needle had been safely covered after use on a patient. When the device operator prepared to dispose of the needle however, they received a serious injury in the form of a dirty needle stick. It has not been specified whether the recipient of the dirty needle stick injury received and medical treatment or testing following the injury. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. Per customer email: the incident is every time we use them they don¿t snap closed very easily. We need to be able to single hand close the needle so we don¿t have to take the other hand off the patient (especially if it¿s a kicking/screaming child), however, using these needles we have to use both hands to ensure its locked. We did have a needle stick to an employee on 10/1. Employee thought it was snapped closed, turned to throw the needle into the sharps container and found that the needle wasn¿t latched so it caused her to stick herself with a used needle. The previous needles used were much safer as it was one flick of the thumb would close the needle and it stayed closed. These needles you have to hold the syringe with one hand and use the other hand to push the safety device. It just isn¿t safe for patient or staff.